Event description:
It was reported that the patient presented for follow up with non-physical signals exhibited by the right atrial lead. The signals were attributed to mechanical lead noise and myopotential oversensing. No adverse patient consequences or interventions were reported. No further information was available.

Manufacturer narrative:
Reference: voluntary medwatch report # mw5151620.